Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure alarm. Blood glucose was 280 mg/dl. But customer was able to clear the alarm. The customer also reported that their insulin pump was damaged. Troubleshooting was performed for damage and noticed battery cap washer coming off turned the pump off. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in insulin pump history due to broken trace at pin # 1 and 6 on keypad assembly. No damage to battery cap or metal contact noted per visual inspection. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.